Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, epic was currently experiencing downtime, user requested that all es stations be placed in critical override mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, epic was currently experiencing downtime, user requested that all es stations be placed in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.